Event description:
It was reported to philips that the flexvision pc grabber card slot was not functioning, and the system failed to display images. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the flexvision frame grabber card slot 5 (ref and live signals) was no longer functioning after the implementation of philips medical device correction. And the system failed to display images. The old card was reused. It was reported that the new kit was ordered and used, but it didn¿t work either. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexviewing pc 4fg, reloaded the software, restored backups and configured. The defective flexviewing pc was returned for part analysis. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.